Manufacturer narrative:
Device evaluation is not yet completed. (B)(4). A supplemental MDR will be submitted upon receipt of new and/or relevant information.

Event description:
Customer reported that a (B)(6) caucasian male patient with a capillary vascular formation, port wine stain (pws), involving his right forehead and upper eyelid, had a history of many laser treatments in childhood as well as a more recent treatment with another laser ((B)(6) 2019). The patient had pulsed-yellow-dye treatment with the vbeam prima on (B)(6) 2021. The patient was treated with a 10 millimeter spot size, a fluence of 10 joules per centimeter-squared, a pulse duration of 1.5 milliseconds, and the dynamic cooling device set to "high." Metal eyeshields were used and the handpiece was intentionally defocused approximately 0.5 centimeters off the skin for the eyelids, but placed on the skin on the forehead. Customer reported that the patient received 137 pulses to the treated area with the expected purpura. Patient reported some mild crusting post treatment. The patient then developed heavy crusting, severe pain, periorbital cellulitis, and skin texture changes with pitting and prolonged erythema. The customer reported that the patient went to the emergency room 5 days post laser treatment, had an ophthalmology consultation, and was admitted to the hospital for intravenous antibiotic therapy. The patient had additional ophthalmology follow up postop days 7 and 12; and plastic surgery follow up on postop day 33. Patient treated with polysporin ointment, until healed, and then with scar gel. Customer reports that the patient's crusting has healed; the patient complains of "persistent blurred vision of the right eye, and pitting indentation of his forehead, and persistent erythematous spots." The patient's mother feels the patient's skin is "deeper red than prior to the most recent laser treatment."